Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the confirm button on the pump is defective. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.